Manufacturer narrative:
(B)(4). (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unknown procedure, it was reported that an 18mm 6x24 palmaz blue stent broke into two pieces in the renal artery. The stent broke approximately three months after placement. The access site was the femoral artery. The target vessel had mild calcification. The physician attempted to fix the broken part with balloon dilatation but was not successful, so a second stent was used to fix the broken stent. The device will not be returned for analysis. Additional information was received that the stent was separated into two pieces in the patient.

Manufacturer narrative:
Complaint conclusion: approximately three months after the implantation, the stent of a 135cm 6 x 24mm palmaz blue stent delivery system was noted to be separated into two pieces. The patient was treated with balloon angioplasty and the placement of another stent with no reported patient injury. The event involved a patient who underwent palmaz blue stent implantation in a renal artery that was described as being mildly calcified. Further details regarding the index procedure were not provided. Three months after the index procedure, the stent was noted to be fractured within the patient. The fractured stent was initially treated with balloon angioplasty without success. Another stent was then successfully implanted to cover the original stent. The product was not returned for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.